Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor that stopped working occurred. The sensor was interred into the abdomen on (B)(6) 2022 data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, an early sensor expiration due to a stale start command was found in connection to the reported allegation. The reported event of a sensor that stopped working is reportable based on the finding of an early sensor expiration due to a stale start command . No injury or medical intervention was reported.